Manufacturer narrative:
There is an instruction that states, "do not use on areas of insensitive skin" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
An attorneys' office is filing a court summons notice under case reference number 55-cv-2020-900107.00 alleging that a heating pad was the cause of a burn to it's client's left lower leg. There was not a report of property damage with this incident.